Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and shortness of breath. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   A correction to b5 was made and should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to caused a patient to develop a mucus, phlegm, cough and shortness of breath. There was no medical intervention required by the patient. The device was returned to the product investigation laboratory for further evaluation.   The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation.